Event description:
A consumer via a manufacturing representative reported the patient's implantable neurostimulator (ins) implanted for movement disorders and dystonia had inadvertently turned off. The ins had turned off several days prior to (B)(6) 2016 and the patient had noticed it was off on (B)(6) 2016. The issue was resolved by turning the ins back on. The patient had felt warmth at the ins site since implant, (B)(6) 2016. The device was always on. No patient symptoms were reported. The patient was getting good therapy and impedance was taken and was normal. The patient thought it was possible that they may have turned the ins off accidently when checking the battery otherwise the cause was unknown. The patient had turned the device back on and ins seemed to be functioning normally.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.